Event description:
The facility reports the patient was taking a bath and was dressed on the lifter. At this point, the patient should be removed from the lifter. To do this, the lifter was moved in front of the toilet. On the right and left side of the toilet are two hangers. The lifter is to be taken to a position which makes it possible for the patient to reach the hangers, as it makes it easier for the patient to stand up. After information from the nurse, the patient sat on the lifter correctly as was saved by the seat belt. The lifter was on half height. The nurse then tried to draw the lifter behind and to turn it to the right at the same time. At this, the lifter tipped over the right front wheel. The resident sustained a fracture of the femoral neck and cranial trauma.